Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the pump had confirmed thrombus formation and was explanted from the patient. The patient was re-implanted with another manufacturer's device.

Manufacturer narrative:
The report of thrombus was confirmed through the evaluation of the returned pump and the observed depositions could have contributed to the patient's elevated ldh. The pump was returned assembled with the driveline cut approximately 3.5 from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow graft and the sealed outflow graft bend relief were returned detached from the pump. The outflow elbow was returned attached to the pump's outlet port. Analysis of the sealed inflow conduit, the sealed outflow graft, and the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation surrounding the rotor's bearing ball, as well as the bearing cup from the distal side of the inlet stator. The laminated structure of this formation and its areas of denaturation suggest that this thrombus likely formed over an undetermined period of time while the pump was supporting the patient. Analysis of the proximal side of the outlet stator revealed a deposition adjacent to the bearing ball. This deposition's lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition and the duration which it was within the pump could not be determined, this deposition lacked denaturation, was not adhered, and there were no contact marks at the distal end of the rotor to verify that it was present while the pump was supporting the patient. Upon removal of the observed formation, the device was cleaned. The disassembled pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information from the hospital reports that the patient had high estimated flows of up to 11.2 lpm and elevated lactose dehydrogenase levels of greater than 1600 u/l.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(6).

Event description:
Additional information was received from the intermacs registry stating: elevated ldh, period of elevated mp.